Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4) 2014. An immucor field service engineer visited the customer site on (B)(4) 2014, when it was found that the active wash was not functioning correctly. The resolution was to replace the active wash pump. The instrument then performed correctly with the expected results of some test blood samples.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen using capture-r ready-screen (pooled cells) when testing a blood sample on a galileo neo on (B)(6) 2014.